Manufacturer narrative:
(B)(4), test result device. (B)(4), data issue further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Investigations have shown a deficiency of the architect system exists in that messages are not processed, but not within the expected time period. The software should be changed to recalculate the time period measured. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. Inpeco will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. Architect system software will be updated to send samples affected by error code 8275 to exceptions. The complaint issue involves the interaction between the accelerator aps and the architect systems. Labeling was reviewed and found to be adequate.

Manufacturer narrative:
Clarification to manufacturer narrative the customer stated error code 8275 (sample presentation error) occurred on a sample on the architect i2000sr analyzer connected to the aps iom. The laboratory automation system (las) sent one sid when a second sid was in sampling position. The error did display on the instrument screen, but the user was able to release the suspect results from the laboratory without rerunning the samples. This error occurs when the architect receives two consecutive "sample in position" messages without receiving a "sampling complete" message after the first sample. A software upgrade to the architect system, scheduled for release in the first to second quarter of 2012, will send results to exceptions and prevent any patient results from being released. Current labeling does contain adequate instructions regarding error code 8275 and sample presentation errors.

Event description:
Error code 8275, las sent (B)(4) when (B)(4) in sampling position, occurred on an architect i2000sr connected to an aps iom. There was no adverse impact to patient management reported.